Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr replaced the membrane switch and tested the operation. The cooler heater unit operated to manufacturer specifications and was returned to clinical use. The suspect switch was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the front panel membrane switch/cardioplegia (cpg) button was pushed, the cardioplegia pump did not start on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per clinical review on (B)(4) 2013: during set-up and priming of the perfusion circuit, the tcm ii was tested and it was observed the cpg water pump was not functional. The tcm ii was changed out prior to cpb and this did not delay the procedure. The procedure was completed successfully, without harm.